Manufacturer narrative:
Mentor became aware of event details that were mistakenly omitted in the initial report sent on (B)(6) 2019. Prior to the explantation procedure, the patient's surgeon made a diagnosis of bilateral breast ptosis. Therefore, we have updated the coding of this complaint to include anisomastia. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. The rupture was confirmed after explant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative symptoms. In (B)(6) 2014, the patient experienced a hard impact which triggered left-sided breast pain; she jumped off of a diving board, caught a football mid-air, and landed in the water in what was described as a belly-flop. She suspected that the left-sided device was ruptured. The patient also reported right-sided pain at their incision site, which occasionally causes her sharp pains. As a result, the patient¿s impacted device was explanted on (B)(6) 2019. After the removal procedure, the physician confirmed that the right-sided device was ruptured. This report is for the patient's right-sided device.

Manufacturer narrative:
Mentor became aware of event details that were mistakenly omitted in the supplemental report sent on (B)(6) 2019: the product had been received by mentor and that was not indicated in the previous report. Correction: on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Additional information: on (B)(6) 2019, the product investigation was completed. Device investigation summary: during the evaluation of the sample, a tear was noted in the union between the shell and patch. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. However, it is possible that the root cause of the rupture was the impact in which the patient was involved. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices, and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some postoperative breast and/or chest pain. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Pain is a known complication associated with this type of procedure, and is referenced in the current instructions for use. Manufacturer's reference number: (B)(4).